Event description:
Caller reports the patient tested 1.8 inr on coaguchek s system 1 and 1.3 inr on coaguchek s system 2 during duplicate testing. Coumadin was changed based on 1.8 inr result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system 1. Reference medwatch with (B)(4) for suspect device in coaguchek s system 2.